Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-1404, awareness date 06-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. Her doctor told her nothing of this but the fact that it was 99.7 effective. There were no brochures or websites. Since that day up until now she went from being (B)(6) lbs. Her immune system went from awesome to bone marrow biopsies and doctor appointment every week 3-4 times a week. She felt that she was in labor, like someone clawing at her insides every other day. She said that she was always in pain. Product technical complaint (ptc) investigation result received on 21-oct-2015. (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we ware unable to conduct a revision of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a n technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Legal claim received on 22-aug-2016: on (B)(6) 2009 essure was inserted for permanent sterilization. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive weight gain, excessive hair loss, excessive rashes and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2016, hysterectomy was done to remove coils. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and stated that her immune system went from awesome to bone marrow biopsies. She also reported chronic pelvic pain / increasingly severe pain. Hysterectomy was done to remove the coils approximately 7 years after insertion. Chronic pelvic pain / increasingly severe pain is a listed event in the reference safety information for essure, the other event is unlisted. In this case, the reported immune system disorder was not specified. Although limited information was provided, considering essure has a local and mechanical action in fallopian tubes, a causal relationship between event immune system went from awesome to bone marrow biopsies and the suspect insert was assessed as unrelated. After essure insertion, pelvic pain may occur. Given the nature of the event chronic pelvic pain / increasingly severe pain and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was upgraded to incident upon receipt of follow-up information, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs